Manufacturer narrative:
Exact date unknown, event occurred since it was implanted several years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implant was uncomfortable. The patient underwent an explant procedure.